Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 25mm x 4.5mm, eccentric de novo target lesion containing a <=45 degrees bend was located in the moderately tortuous and moderately calcified right coronary artery. After pre dilatation of diffused lesion, the operator decided to implant three stents in the vessel. He deployed two non- boston scientific stents in distal and mid segment of the artery. Then a 28 x 4.00 promus premier select drug-eluting stent was implanted in the ostium of right coronary artery. After deployment, some irregularities were observed in the structure of the implanted stent. A stent boost was used to check the shape and found that the stent struts were distorted. Another stent was implanted across and the procedure was completed. No patient complications were reported and the patient's status was stable.